Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. After reviewing an article on the internet, it was noted that someone claimed that the pump ripped out of them during an MRI.